Event description:
It was reported that stimulation was turning off. This started about a month prior to this report. The patient would turn stimulation on with the implantable neurostimulator recharger (insr) during a recharge session using the top stimulation on button on the left side. The patient usually would charge overnight and the next day the patient will feel like the therapy is not working or on. It will be checked with the patient programmer (pp) and it would be off. It was noted that the implantable neurostimulator (ins) was adequately charged at the time of this report and therapy was able to be turned back on. Functions of the insr and pp were reviewed and the patient was redirected to their healthcare provider (hcp). Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention occurred, if the patient was receiving effective therapy, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3587a, lot # l63482a, implanted: (B)(4) 2000, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).